Event description:
Vessel occlusion at the access site occurred during the cath lab visit. Angioseal device was used as a closure device. The device was inserted as per protocol but malfunctioned. Upon attempt at cinching down collagen plug, the piece used to cinch the collagen plug was not able to be withdrawn. It appeared that the collagen plug was intra-artrial. Initial femoral angiogram revealed arterial occlusion. Subsequently vascular surgery was called emergently. Plug was able to be withdrawn but still remained intra-artrial, and flow was restored to the femoral artery. The patient was taken emergently for a cut down and removal of the plug, and this was done without immediate complication.